Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The defibrillation system was implanted on (B)(6) 2014. Reportedly, on ()b)(6) 2016, abnormal appearance of the pocket was observed (eritrema), and an ICD infection was suspected. A CT scan was done on (B)(6) 2016, showing infection in the pocket and node in lung, suggesting lung cancer. After a second CT scan, an infection in the lung was confirmed, due to endocarditis. On (B)(6) 2016, the defibrillation system was explanted. During surgery, the atrial lead perforated the right atrium and caused tamponade. Patient is reportedly stable now, but still hospitalized. The patient will receive antibiotics until (B)(6) 2016, and then will be discharged from hospital. Preliminary analysis results showed that the device has been sterilized and released according to applicable standard operating procedures.

Event description:
The defibrillation system was implanted on (B)(6) 2014. Reportedly, on (B)(6) 2016, abnormal appearance of the pocket was observed (eritrema), and an ICD infection was suspected. A CT scan was done on (B)(6) 2016, showing infection in the pocket and node in lung, suggesting lung cancer. After a second CT scan, an infection in the lung was confirmed, due to endocarditis. On (B)(6) 2016, the defibrillation system was explanted. During surgery, the atrial lead perforated the right atrium and caused tamponade. Patient is reportedly stable now, but still hospitalized. The patient will receive antibiotics until (B)(6) 2016, and then will be discharged from hospital. Preliminary analysis results showed that the device has been sterilized and released according to applicable standard operating procedures.